Event description:
The reporter contacted animas on (B)(6) 2013, alleging an intermittent power issue, stating the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2014 with the following findings: a review of the pump history showed unexplainable pump reboots were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump was exercised for 24 hours with no reboots or power losses occurring. Evaluation revealed that the battery compartment was found to be cracked and the keypad cover was missing. Moisture contamination was observed on the underside of the battery cap. A leak test was performed and leaks were found at the battery compartment crack and keypad. The battery cap was able to be fully secured to the pump. The battery cap contact height and width measurements were found to be within the required specifications. No power losses occurred during investigation. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.